Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump, that an occlusion alarm occurred and that undefined load fill issues occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.